Event description:
It was reported that during implant on (B)(6) 2018, the right atrial lead had deployment difficulty and could not be fixed. Despite several attempts, the lead remained unable to be fixed. The lead was replaced and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.